Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # unk, unknown bimetric stem, lot # unk. The event was confirmed with radiographs for the femoral stem, and evaluation of the femoral head. A modular head was returned and evaluated. Upon visual inspection there is signs of wear on the outer radius of the head. There is also visible debris inside of the taper. The head was sent to sem for material composition of the debris. Optical imaging of the morse taper of the modular head showed dark and light discoloration inside the taper and on the backside of the head. Sem examination revealed deposits on the backside of the head and within the taper bore. Eds analysis of deposits on the taper chamfer showed biological material containing the elements c, n, o, na, cl, k and ca with substrate material (co, cr, mo, mn, fe, si) that showed elevated cr and mo levels in some areas, possibly evidence of corrosion products from the taper. Quantitative eds analysis of the morse taper of the modular head showed combinations of: biological material containing the elements c, n, o, p, s and ca titanium, possibly transfer from the stem taper. Elements from the modular head substrate (some or all of co, cr, mo, mn, fe and si). Elevated levels of cr, mo and o (possibly oxidized taper corrosion products). Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy with minor contamination by organic material. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision due to elevated ion levels, pain, loss of mobility (walking), alval, and pseudotumor approximately 4 years post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #, hip-unknown-cups-unk, lot # unk, item #, hip-unknown-liners-unk, lot # unk, item #, hip-unknown-stems-unk, lot # unk. (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-01834, 0001825034-2018-01835.

Event description:
It was reported that a patient underwent a revision surgery after an unknown time frame due to elevated ion levels and alval. Attempts have been made, and no further information has been provided.